Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, after the physician had pushed a dreamtome device through the biopsy cap, he noticed that it became hard to push it down the biopsy channel. They removed the dreamtome device from the scope,and replaced the biopsy cap. The same dreamtome device was then used to successfully complete the procedure. On inspection, the sponge from the first biopsy cap was found to have come away from the cap and was caught in the scope biopsy channel. The sponge was removed from the scope with biopsy forceps, while outside of the patient. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.